Event description:
The dr claims that the graft was implanted in 2002 as anxillo-femoral bypass graft. The procedure went successfully with this product. After 6 months, the implanted graft was found to have a thrombus in its lumen. The thrombus was successfully removed with a catheter. After its removal, an attempt was made to suture the implanted product. The material of the implanted product became weak and was easily collapsed by suturing. The graft was successfully sutured by "low tension suturing". The graft was left in. The pt is not doing well. MFR. Note: the product is a "thin wall" graft and it is used as an axillo-femoral bypass graft is out of indication, as stated in the instructions for use. The exact implant and incident dates were not reported and have been approximated.